Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 13.2 mmol/l and 6.1 mmol/l while testing on the aviva system. Reporter noted that, 2 days later, patient performed additional back-to- back tests on the aviva system with results of 16.0 mmol/l and 5.9 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the trapezoid rx lithotripter compatible basket experienced resistance when passed through the working channel and once the device was in position to capture the device, the device did not open to perform the lithotripsy procedure. The procedure was not completed and was rescheduled as a result of the event. This event has been deemed a reportable event based on the investigation results for sidecar pushback.

Manufacturer narrative:
The event occurred in the (B) (6).